Manufacturer narrative:
During a breast surgical procedure, the pt suffered a minor burn from the cautery device. The facility had inserted a megadyne tip from their inventory into the cautery pencil that came with the surgical pack. It was reported that the tip was not manipulated and the device did not come in contact with any metal instruments. Silvadene was applied to the burn and no further pt complication was noted. The sample was returned and evaluated. Charring was seen on the tip and also on the base were it inserts into the cautery pencil. No identifying lot number was found on the megadyne tip. The tip fit securely into the pencil and was not loose. Utilizing a chicken breast, the tip and pencil were tested and found to perform as intended in both the cut and coag modes. During testing, when the tip was not fully seated on the pencil, we were able to replicate the reported burn originating form the exposed metal on base of the tip. No manufacturing defect has been identified. The root cause for the reported incident has been determined to be user error. Megadyne is being notified of this report as their tip was also involved in the incident.

Event description:
A pt suffered a minor burn from the cautery device.